Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Unknown. How long (in minutes) did the surgery prolong? ¿a few minutes delay.¿ what tissue was being sutured when the event occurred? Anastomosis during CABG, patient on pump. Was additional dissection required in other organs/tissues other than the target tissue? Unknown. Was there any change in the patient¿s post operative care due to the prolonged procedure? Unknown. It was mentioned 2 doctors involved, drs. (B)(6); did the event occur during one or multiple patient procedures? Separate patient procedures. Both surgeons experienced problems with lot tebdll. What is the total number of products involved in this event? 2 sutures packets with most recent case involving dr. (B)(6). Please provide the lot number: tebdll. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the device. The returned sample revealed that only it was received one empty straight packet that pertained to product code epm8735. As the sutures or needles were not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-06626, 2210968-2023-06627, 2210968-2023-06628, 2210968-2023-06630

Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used for anastomosis. The needle popped out easily during repair of the ima during takedown or during anastomosis for a 4 vessel bypass. It did not harm the patient but it did cause a few minutes delay in completing our anastomosis because we were switching sutures in between being on pump. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/9/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-06626, 2210968-2023-06627, 2210968-2023-06628, 2210968-2023-06630.